Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's mother to reset the device which was successful for the reported issue. No additional patient or event information is available.